Event description:
It was reported that after the t1 deployed, the knob did not come back to the position. After that, knob came back and tried to deploy t2 implant, however it would not deploy properly. No patient injury was reported.

Manufacturer narrative:
Due to no product returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device received. The device is in poor condition. T1, t2 and suture were not returned. The delivery needle is and is disfigured; bent upward and toward the right. The needle is physically more representative of a straight needle device now. Straight needle configured product is available for purchase. The disfigurement impedes the functional test as well. This device no longer cycles or actuates due to the damage. The physical condition indicates device manipulation and difficulty during attempts to reach desired anchoring location. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was established. H6: evaluation codes updated.